Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a axiem box was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect axiem box has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, one of the port on axiem box was loose and had intermittent functionality. It was reported that port needed to be manipulated to get a connection. There was no patient present at the time of the issue.

Manufacturer narrative:
The interface box for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.